Manufacturer narrative:
Updated implant dates of extensions: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported the patient had an x-ray on patient's shoulder and neck and patient assumes the healthcare provider is able to see the internal components of the device. The patient is reporting severe pain, new pain on the side of the patient's neck and shoulder area. They also state their dystonia is getting worse. Patient further states they can tell one lead is larger. Patient inquired what cause the lead to get larger. The patient is saying the leads look like a large tube is coming down the side of the patients neck. The patient is referencing the extensions not the leads. The patient's neck and shoulder pain is new and the patient rotated their shoulder and heard a weird crack. Patient states they have had no falls or trauma. No further complications were reported or anticipated with this event.